Event description:
A user facility reported this laryngeal mask airway would not maintain inflation during use in a pt. The laryngeal mask airway was removed and replaced with an endotracheal tube. There was no pt injury or problem. The user facility has returned the larynegeal mask airway for eval.